Manufacturer narrative:
The device was in use on a patient at the time of the event. There was a small and completely marginal delay in the treatment as the hospital had to quickly switch to another ventilator. The patient was completely dependent on niv treatment and was continuously on. The actual change from this machine to a new one went smoothly without serious consequences for the patient. There was no report of patient or user harm.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 04may2021. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact.

Event description:
It was reported to philips that the device displayed o2 device failed error. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by a philips authorized service personnel (asp), and it was confirmed that the oxygen solenoid valve required replacement. The asp replaced the oxygen valve and completed a full performance verification test that successfully passed after the repair. The device was returned to service.